Event description:
It was reported that pump displayed malfunction alarm code 16 with associated fault ID, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it with pre-paid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump while following setup guidance for users coming from existing pump.